Manufacturer narrative:
The device was returned with damage indicative of the phaco tip being removed from the phacoemulsification handle with metal pliers or other tooling causing damage to the hub that resulted in metal flaking off of the phaco tip. These tips are indicated to be removed and stored using the supplied plastic wrench per the directions for use.

Event description:
The facility reported that there was a fragment left in the eye after surgery. A follow up procedure was needed to remove the fragment. The piece was removed and there was no subsequent impact to the pt.